Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that multiple reprogrammings were performed by the rep. The issue was still not resolved. The cause of the issue was that the patient had a marginal trial ant the patient¿s scoliosis is very advanced. The device has not yet been explanted. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative (rep) reported that the leads have not been explanted yet. There were no further complications reported or anticipated.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead; lead serial/model numbers were corrected. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that their implant never worked for them. They stated that they tried ¿repositioning¿ leads in (B)(6) 2019, but it still did not work. The patient mentioned that they had been talking with their healthcare provider (hcp) regarding having the ins taken out. They mentioned that their spine was ¿very crooked and it just didn't work¿. The patient also stated that they were going on a cruise for two months and they were wondering if it was ok to not keep ¿activating¿ (or charging) the ins during that time. They stated that as of now they had been ¿turning on and activating¿ and charging the ins everyday because they didn't know what to do. The event occurred since implant ((B)(6) 2019). No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2019, product type lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2019, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient had her leads revised on (B)(6) 2019 because the leads didn¿t work and never worked from the first surgery. The patient stated that they were never in the right place. The patient also noted that they wanted to cancel their upcoming appointment because she was in too much pain to go. There were no further complications reported or anticipated.

Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the cause of the leads never being implanted in the right place was the patient had significant scoliosis. Further information received from the healthcare provider reported that the patient had a revision surgery on 5-aug. The patient had new leads successfully inserted.